Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. No unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The stop current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and unexpected restart error test. The device had a stained case and stained reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 311 mg/dl. The customer's current blood glucose was 123 mg/dl. Patient's blood glucose at time of incident was 245 mg/dl, 311 mg/dl, 500mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did allege insulin pump was under delivering. The insulin pump will be returned for analysis.